Event description:
Boston scientific received information from the representative that this pacemaker device's battery longevity was showing 18 months; however, magnet rate response was 90ppm which indicates 1 year or less. The physician wants to replace this device. Boston scientific technical services (ts) suggested the representative to consider a memory dump and let the engineers analyze on the device. The device was checked with no resets and errors. Ts discussed the result with the physician. The device remains in service. Additional information received that this device was explanted due to normal battery depletion per medical records. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert) however this occurred post-explant. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion.